Event description:
There was an allegation of questionable test results for several patient samples on a cobas e 801 analytical unit. Some of the affected assays are: elecsys hbsag ii, testosterone, t3, t4, pth, tsh, vitamin b, amh, vitamin d, and fsh. Examples of the provided results are: sample 1: the initial hbsag result was 8.03 coi (reactive), and the repeated result was 0.370 coi (non-reactive). Sample 2: the initial hbsag result was 13.2 coi (reactive), and the repeated result was 0.404 coi (non-reactive). Sample 3: the initial hbsag result was 4.77 coi (reactive), and the repeated results were 0.346 coi (non-reactive) and 0.340 coi (non-reactive). Sample 4: the initial hbsag result was 10.1 coi (reactive), and the repeated result was 0.367 coi (non-reactive). Sample 5: the initial hbsag result was 5.01 coi (reactive), and the repeated results were 0.313 coi (non-reactive) and 0.331 coi (non-reactive). Sample 6: the initial hbsag result was 2.63 coi (reactive), and the repeated result was 0.34 coi (non-reactive). Sample 7: the initial testosterone result was 0.54 nmol/l, and the repeated result was 14.9 nmol/l. Sample 8: the initial t3 result was 1.1 nmol/l, and the repeated result was 2.84 nmol/l. The initial t4 result was 2.8 pmol/l, and the repeated result was 15.5 pmol/l. Sample 9: the initial pth result was 12.3 ng/l, and the repeated result was 39.8 ng/l. Sample 10: the initial tsh result was 0.21 miu/l, and the repeated result was 0.83 miu/l. Sample 11: the initial vitamin b result was <74 pmol/l, and the repeated result was 174 pmol/l. Sample 12: the initial amh result was 0.3 ng/ml, and the repeated result was 1.03 ng/ml. Sample 13: the initial vitamin d result was 265, and the repeated result was 125. The result unit of measure was not provided. Sample 14: the initial fsh result was 13.8 u/l, and the repeated result was 56.7 u/l.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service representative replaced the reagent probe and the procell and cleancell tubings. The investigation is ongoing.